Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days after the implantation of this right ventricular (rv) lead, there was loss of ventricular capture following pacing spikes noted on the electrogram (egm). Testing was performed on the rv lead and revealed high thresholds, low amplitudes and a lower pacing impedance measurements indicating that the lead had dislodged. No adverse patient effects were reported as this patient had an intrinsic rate around 50 beats per minute (bpm). The associated device was reprogrammed to maximum outputs. A lead revision was performed and this lead was successfully repositioned. No additional adverse patient effects were reported as a result of the surgical intervention.